Event description:
On (B)(6) 2008, had 1/knee replacement with zimmer nexgen complete knee solution stemmed tibial component, nexgen complete knee solution legacy knee posterior stabilized lps-flex femoral component, nexgen complete knee solution, all poly patella, lps flex articular surface. I had continuing pain and increased instability. In (B)(6) 2011 had revision surgery to replace spacer. Continued pain and instability, (B)(6) 2012, revision surgery to replace acl. Now ortho states only resolve for continuing pain and instability is replace the entire prosthetic with another device.